Event description:
Patient complains of syncope, fast heart rates and as though pacemaker wire stabbing her. Leads are boston leads. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).